Event description:
It was reported that the atrial lead pulled out while removing the ventricular lead. The atrial lead was then removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. In addition, the distal conductor was distorted, the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, the lead was stretched and there was apparent explant damage. The lead was returned with the helix partially extended. Blood and tissue on the helix from dislodgement most likely caused the helix to not retract and the distal conductor then became distorted within the connector.